Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received multiple unexpected restart alarms and an external ram error alarm. The customer's blood glucose was 65 mg/dl at the time of incident. The customer stated that the insulin pump had a blank display but it came back on. The customer stated that she had to reset the time every time she replace the battery. The customer stated the pump was not stored or not in use for an extended period of time. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to monitor the insulin pump and may continue to use the insulin pump until the replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin alarmed after battery change due to faulty connector on interface board. No alarm or blank display anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.